Event description:
It was reported through the maude event report (B)(6) that the pt underwent an x-stop procedure. The device was removed due to persistent postoperative pain. It was noted in the event outcome as 'hospitalization'. No additional info was reported.

Manufacturer narrative:
Method: other; device was not returned.